Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 4076 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting varying impedance and thresholds, oversensing, noise and increased short interval counts (sic). The lead was reprogrammed until a revision could be scheduled. The lead was capped and replaced with a new pace/sense lead. When connected to the implantable cardioverter defibrillator (ICD), the new lead also exhibited noise. The new lead was then connected to a new ICD and no noise was seen. The new ICD was then implanted. No patient complications have been reported as a result of this event.